Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.4, 1.3; lab: 2.8. Customer called in with an event that had happened back in (B)(6). On (B)(6), the customer got a 2.8 at the lab via a venous draw for a pt self-tester being trained to do inr testing. They, then did inratio testing and got 1.4 and 1.3. Therapeutic range of 2-3. Customer used a different inratio 2 meter that they had on hand and it correlated with the lab result.